Event description:
The facility representative reported a colleague pump (uim) software (B) (4) / unremediated) displaying failure code 500:320:844 on channels a and b during biomedical testing. During evaluation, a stuck stop key was discovered on the chanel b pump head module (phm) keypad. No pt injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.